Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during treated ventricular fibrillation episode potentially affecting therapy diagnostics. It was also reported that atrial threshold measurement was inconsistent. The ra lead remains in use. No patient complications have been reported as a result of this event.